Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 300100410. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 360¿ infusion pump that experienced device inaccuracy. The customer reported the following issue: "the device works, but we've encountered several recurring malfunctions according to the different injection stages. During our injections, we program 5 stages, and there's often a problem. At the 4th step, either it is skipped entirely or it lasts for a few seconds, instead of lasting 1 minute as programmed, the pump jumps from the 4th stage to the 5th stage". The product is available for evaluation. The status of the product at the time of the event is during injection. Update: "the incident occurred on (B)(6) 2025, the incident was reported by the user department, the incident was observed during use on multiple patients, no one was harmed and there was no need for medical intervention. There was no alarm from the pump, the history log was not verified, there are no physical damages on the pump, there are no visible damages or problems with the cassette/door latch, there is no obvious liquid spill in the area where the cassette is loaded nor the area being dirty. The latest preventive maintenance was performed on november 2024."

Manufacturer narrative:
A review of the device history log was evaluated, and findings thus; " engineering concludes that the probable cause of user description mentioning ¿the pump jumps from the 4th stage to the 5th stage¿ is due to the infusion lasting only 8 seconds instead of programmed 1 minute and delivered 0.1 ml in that time which is not within delivery accuracy tolerance. Engineering recommends use of corresponding microbore plumsets as per delivery infusion rate and because of infusion not being within the limits of accuracy tolerance, step number vtbi duration rate (auto calculated) 1 10 ml 20 mins 30 ml/hr, 2 0.1 ml 1 min 6 ml/hr, 3 20 ml 4 mins 300 ml/hr, 4 0.1 ml 1 min 6 ml/hr, 5 21 ml 4 mins 315 ml/hr, total 51.2 ml 30 minutes . Engineering recommends service center to perform preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivering as expected."